Manufacturer narrative:
The device was received fully deployed. The investigation found a tear in the exposed portion of the soft cannula that was observed to leak fluid during fluid path testing. The exact cause and timing of the tear could not be determined. It could not be determined if the tear contributed to the reported event. No other damages or defects were found that would contribute to a failure to deliver insulin. The pod data showed no timeouts, drive stalls or other abnormalities that would indicate struggle in the drive mechanism. The inspection of the patient history buffer (phb) data found no issues with the algorithm that would indicate a failure to deliver insulin. The exact cause of the reported event could be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: up1a.231005.007.s911usqu5cyb1. Hardware: sm-s911u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of customer not sure delivering insulin at the infusion site (leg). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.